Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The result from the customer's meter was 6.0 inr. The laboratory result was 3.4 inr. The customer was also tested on a non-roche meter at the doctor's office with a result of 4.7 inr. All 3 results were obtained within 1 hour of each other. The customer's therapeutic range is 2.0 - 3.0 inr. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, has had no changes in coumadin dosage, no changes in diet, no illnesses, and no unusual bleeding or bruising. The customer has recently started taking isosorbide. The customer mentioned that they recently fell and is bruised. The customer was also recently in the hospital for what they believed was a heart attack. The customer confirmed that neither event was related to meter results. The customer's current condition is stable. The customer's meter and strips were returned. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.